Manufacturer narrative:
Concomitant medical products: 638bl36 heart band, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant there was a decrease in size of r-waves sensed by the right ventricular (rv) lead. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.